Event description:
Lap nephrectomy procedure. According to the reporter: the bag was opened but part of the bag was not connected to the wire frame, meaning that the specimen simply fell through the gap and not into the bag. A replacement bag was opened and used successfully.

Manufacturer narrative:
Date of report: october 30, 2007.